Manufacturer narrative:
(B)(4). The returned autotome rx 39 was analyzed, and a visual evaluation noted an excess cutting wire protruding from the distal section of the device and the cutting wire separated at the handle section. Also, the working length was twisted in several locations. The 2-1 connector was removed and inspected, and it was found that the aluminum disc was missing. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the device was not able to conduct due to the missing aluminum disc inside the handle that attaches the wire to the active cord. After the unit was analyzed it was determined that the unit was incorrectly assembled because the product builder omitted the step of adding the disc before attaching the 2 in 1 connector. The product was manufactured on october 11, 2019 which was before the implementation of a lamp with magnification to improve visibility of the insertion and inspection of the aluminum disc. The investigation to address this problem has been completed. Additionally, the twists in the working length could have been generated due to the interaction with the endoscope or with other devices, upon multiple attempts to rotate the device, or during advancing through the scope or a difficulty anatomy. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During the procedure, when they tried to perform energization, the device was unable to energize. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: wire detached/separated. Please see block h10 for full investigation details.